Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the pump was refilled on (B)(6) 2018. The patient was ¿super somnolent¿ and lethargic. The patient will wake up at times and can answer questions but then falls right back asleep. The hcp believed the symptoms first started (B)(6) 2018 as that is when the patient fell to his knees. The patient was admitted to the hospital on (B)(6) 2018. The hcp was requesting a representative to come check the pump settings. No further complications were reported.